Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The packaging for the c3601 cusa 36 khz manifold tubing was found to be damaged during incoming inspection.